Event description:
Boston scientific received information that during a follow up this patient presented with syncope. Interrogation of the device revealed that the lead safety switch had appeared. Further investigation noted that this right ventricular lead showed loss of capture, high pacing impedances, and very small r waves in the unipolar and bipolar configuration. A subclavian crush was suspected. A lead replacement was scheduled, while the patient is being monitored. Further information received noted that an x-ray taken confirmed that this lead was fractured.

Manufacturer narrative:
Additional information received noted that this right ventricular lead was replaced, but due to another device company being present the final outcome was not noted by the field representative. It is not know if the lead will be returned for analysis. Should additional information become available